Event description:
A hospital in (B)(6) reported the following: the staff were preparing for the delivery of a baby. The staff checked that their oxygen cylinder, which was being used with a fisher & paykel healthcare iw950 cosycot infant warmer, was full: the baby was intubated. The "heart rate [was] stable" and the "chest movement [were] good", however, the baby "began de saturating." The oxygen cylinder emptied. The oxygen cylinder was changed and the baby was reintubated. The baby's oxygen saturation "came up and [the] heart rate [remained] good." The baby began to desaturate again, however, the baby's "heart rate [remained] good and chest movement [was] present." The oxygen cylinder was emptied again. The hosp reported that there was "no harm" to the pt and that they considered the severity of the incident to be "minor" with a "low" risk rating.

Manufacturer narrative:
(B)(4). The infant warmer was not returned to fisher & paykel healthcare, however, the service mgr from fisher & paykel healthcare's regional office and service center in the (B)(4) visited the hosp and tested the infant warmer. All gas components on the infant warmer were tested for functionality. The infant warmer's gas (air and oxygen) supply modules and gas accessories were found to be operating properly and did not have any leaks. The oxygen gas supply module regulator and flowmeter were also tested and found to be operating properly. No fault was found with the gas components of the infant warmer. Although fisher & paykel healthcare is not the MFR of the oxygen cylinder, a test was performed to check the consumption time when oxygen is supplied using the infant warmer's gas components. It is expected that an oxygen cylinder will last 20 minutes when using suction and oxygen at 10 liters per minute. The oxygen cylinder lasted 22 minutes when tested under these conditions. The duration of time that the pt had been on oxygen was not reported to fisher paykel healthcare. A search of our database revealed no other complaints of this nature.